Manufacturer narrative:
The client reports that the rupture has happened after one day from the surgery (knee joint) and during the removal phase. The device has not been stressed with procedure like milking. Looking at the sample collected, the rupture has happened along one of the eye-lets, approximately 8 cm from depth marking. The analysis of the production documentation doesn't show any deviation from the technical specification. Moreover it was verified that any other complaint about the same indicated batch has been registered; even if the lot is made of (B)(4) units and just (B)(4) are available in stock. Secondary, tensile strength tests, carried out by quality control before final product release, have been analyzed (see the values in the table below). Redax performs a tensile strength test at break on the drainage tubes according to standards en 1617 and en 1618, adopting acceptable limit values more severe than those required by the standard (10n is the value required by the international standard for drainages <12ch; 20n is the limit required by redax internal procedure for drainage 10ch). In the table are reported the tensile strength test results carried out in eyelet section. All values are higher than the acceptable limits established by redax, that, in turn is superior to that one required by the standard en 1617. Breaking force detected: 23.3 n; 25 n; 26.9 n; 24.2 n; 24.3 n; 26 n; 20.2 n. Accepted limit 20 n. The first analysis was performed on the basis of the results of tensile strength tests. It was found that tested products were in compliance: breakage values of tested units go beyond redax reference values for products with ch <12 release. The sample analysis doesn't give any additional information to understand possible causes of the breakage. Based on the above findings, it could not be excluded two cases: redax internal in process destructive tensile stress testing is based on a sample procedure. Even if this is based on worldwide accepted statistical concepts, there could be the case that a minimum % of finished products falls at the very queue or slightly outside the normal distribution of accepted values. Even if a double than prescribed value is used as the internal release value for in process controls, the above statistics and the reference norms could not avoid a minimum percentage of cases that, when during the removing of the drain from the patient, a tensile value above the one that could cause a rupture is exerted, should the case of a particularly stuck drain in the patient or any reason. Also, it should be considered that this specific piece appears to be cut slightly beyond the point where the rupture happened: this could have slightly reduced the elongation properties of the drain, and therefore contributing to increase the risk that the minimum tensile strength value applicable to the drain be reduced inside (or beyond) the above statistical queues. It is concluded that the incident has been an isolated case, since we have no other complaint from the same batch and the functional tests don't show any defectiveness of the raw material or in the production process. There are any corrective/preventive actions to implement.

Event description:
The drainage has been positioned for a knee replacement surgery. The day after the surgery, during the removal the drainage broke.